Event description:
It was reported that during procedure the fiber tip appears to slide forward, followed by automatic standby and laser beam firing into the bladder. A total of 90454 joules were used, and the fiber had a time of use of 9 minutes. The fiber tip was not cleaned during the procedure. The procedure was completed using an alternative method. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The hene (helium-neon) test found no breaks along the fiber length. Upon microscopic inspection it was found that the glass cap exhibited a distal circumferential fracture. The glass cap was protruding indicating glue failure. Although analysis identified the glass cap exhibited severe devitrification at output window, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. In addition, the fiber metal cap exhibits severe debris adhesion on its surface, indicative of prolong tissue contact. The connector segment verification test confirmed that the cone, segments, and tabs are in good condition. The forward firing test for this device resulted in an output which is below the threshold for potential patient harm, the reported complaint could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during procedure the fiber tip appears to slide forward, followed by automatic standby and laser beam firing into the bladder. A total of 90454 joules were used, and the fiber had a time of use of 9 minutes. The fiber tip was not cleaned during the procedure. The procedure was completed using an alternative method. There were no patient complications reported.